Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo vessel in the right coronary artery (rca). The 3.5x15mm xience alpine stent delivery system (sds) had no resistance during advancement and was advanced to the middle segment of the rca but failed to deploy from the sheath and upon removal, it was observed that the tip of the stent was crushed. A non-abbott stent was used to complete the procedure. There was no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a de novo vessel in the right coronary artery (rca). The 3.5x15mm xience alpine stent delivery system (sds) had no resistance during advancement and was advanced to the middle segment of the rca but failed to deploy from the sheath and upon removal, it was observed that the tip of the stent was crushed. A non-abbott stent was used to complete the procedure. There was no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was reported: the 3.5x15mm xience alpine stent delivery system (sds) was attempted to cross multiple times; however, failed due to resistance with anatomy. There was no failure to deploy. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material deformation could not be confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Additionally, factors that could contribute to a failure to advance include, but are not limited to, patients¿ anatomical condition, damage to the stent, interaction with accessory devices, and/or user technique. In this case, it is possible that the sds interacted with the anatomy during advancement, as resistance was noted, contributing to the reported failure to advance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: medical device problem code 3270 removed